Event description:
An endo gia stapler (60, green) was fired once without incident however surgeon was then unable to unload and reload device. New device obtained and there were no further incidents.